Event description:
A malfunction was reported on the pump, with code malf 16, and the customer did not agree to perform a reset initially but later decided to reset the pump at their convenience. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.